Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered false signal artifact monitor (sam) episode. Technical services (ts) was consulted and commented that it appeared to be due to a procedure. During the procedure, the device exhibited high out of range pacing impedance measurements higher than 3000 ohms. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered false signal artifact monitor (sam) episode. Technical services (ts) was consulted and commented that it appeared to be due to a procedure. During the procedure, the device exhibited high out of range pacing impedance measurements higher than 3000 ohms. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes (h6) in section h. Device manufacturers only. This product investigation is still in progress. This report will be updated when product investigation is complete.